Manufacturer narrative:
Investigation results: the components were examined visually and microscopically with the digital microscopeand the digital-camera. The available femoral component show no abnormalities or serious visible damages. There are only smallest bone cement residues on the femoral component in the actual situation. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review; the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. On the basis of the current information, a clear conclusion cannot be drawn. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx009z - as vega ps femoral comp.cemented f4n l. According to the complaint description, the implant loosened and the patient suffered pain 2 years and 7 month post surgery. Patient had first operation, a bilateral total knee replacement (tkr) done on (B)(6) 2018. Pain and loosening detected only on the left femur implant which was revised. Right side implant is doing fine for now. Knee was in 7 degrees hyperextension during the day of revision. Femur implant had no palacos bone cement attached. (66022663 palacos r+g, lot:87374658 was used for both knees). Cement was well attached to the bone. Surgeon's routine technique is only applying bone cement onto the implant and do not apply on the femur side. Xray showed only loosening occuring onto the femoral as implant. Revision was done only to the as femur and gliding surface. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4). Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - lot 52371284.